Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to resolve the issues and customer continued to use the pump for insulin therapy. Customer¿s blood glucose level (bg) was "high". A manual injection was administered to address bg.